Event description:
It was reported that a 10mm amplatzer vsd muscular occluder and 12mm amplatzer vsd muscular occluder were selected from an implant on 14 june 2022. The defect was sized using echocardiogram. During the procedure, it was reported that 10mm and 12mm amplatzer vsd occluder shifted within the intended implant site towards the left ventricle. It is unknown what caused the devices to shift in position. Patient was sent to emergent open heart surgery to retrieve the occluder. No replacement device was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device shifted within the intended implant site towards the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Naincorrect device originally reported. The correct device was a 9-vsd-musc-008. D4: corrected-lot number, catalog number, expiration date, UDI . H4: corrected manufacturing date.

Event description:
It was reported that a 10mm amplatzer vsd muscular occluder and 12mm amplatzer vsd muscular occluder were selected from an implant on (B)(6) 2022. The defect was sized using echocardiogram. During the procedure, it was reported that 10mm and 12mm amplatzer vsd occluder shifted within the intended implant site towards the left ventricle. It is unknown what caused the devices to shift in position. Patient was sent to emergent open heart surgery to retrieve the occluder. No replacement device was implanted. Subsequent to the previously filed report, additional information was received. It was reported that the patient had a challenging anatomy.

Manufacturer narrative:
An event of device shifted within the intended implant site towards the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.